Event description:
The consumer reported her husband used the product an unspecified amount of time on his right upper buttock. When the patch was removed, the consumer described a burn which has healed, but left a scar. The consumer did not seek medical attention at the time of the incident and it is unknown how the area was treated.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.